Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact anatomical location or vessel name? What was the size of the vessel? What was the power level setting of the generator? Was the advance hemostasis mode used? Was hemostatic seal obtained when transection initially done or was there oozing? What is the approximate blood loss? Any other current patient contributing factor that may have contributed to bleeding? What is the current patient status?

Event description:
It was reported that during a left upper lobe procedure the physician was sealing a vessel and when he went to use the retractor the vessel opened up. He hand sewed to correct and the patient was transfused one unit of blood.

Manufacturer narrative:
(B)(4). Additional information obtained: as far as current patient status not certain. However, dr. Did inform me this patient had recovered when he first shared the product complaint.